Event description:
Using a super pulsed laser fiber, 23 minutes of use, heard a pop and saw smoke and flame. Laser fiber broke of tip. Ref # (B)(4). Lot # kr275829. Exp date: 05/04/2026. Notified company olympus.